Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose level was 217 mg/dl and it was addressed with a manual injection. Reportedly, the customer indicated that a another cartridge would be loaded.